Event description:
Device analysis performed on the returned electrodes found that the shaft of the electrode was separated from the hub. The damage was likely due to unintended excessive external mechanical force.